Event description:
Caller reported experiencing a cgm error 42. There was no reported adverse impact to the customer's blood glucose level. The customer received guidance from technical support on performing a pump reset, and after completing this, the cgm error code did not reoccur. The caller successfully started their sensor session.